Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had backup battery faults. It appeared that the emergency backup battery failed the load test resulting in the faults, which were captured throughout the entirety of the log files. The alarms resolved by exchanging the system controller.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a backup battery fault alarm was confirmed via log file analysis. Log file data from the reported event dates of 10oct2024 and (B)(6) 2024 was reviewed. The event log file did not the capture the onset of the alarm. On (B)(6) 2024 at 22:38, a backup battery fault alarm activated due to the backup battery not passing its load test. The remained active for the rest of the log file. Due to the onset of the alarm being overwritten, the exact cause for the backup battery not passing its load test cannot be determined. The alarm did not appear to prevent the controller from supporting the system as intended. The driveline was disconnected on (B)(6) 2024 at 08:40. No other notable events were observed in the data reviewed. The system controller and backup battery returned for analysis. The system controller functioned as intended and passed all functional testing without issue. The backup battery load test was initiated several times during testing, but there were no instances where the backup battery did not pass. Provided information indicated that the alarm resolved with a controller exchange. The root cause of the reported event could not be conclusively determined through this analysis. A corrective and preventative action was initiated to investigate the increase in reported backup battery faults. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. The inspection testing data was reviewed for the event 11v battery ((B)(6)) and it was found that the battery passed. Heartmate 3 instructions for use, rev. G, section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. G, section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including backup battery fault alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use, rev. G, section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Log files were submitted for review. Backup battery faults were captured throughout the entirety of the log file, and it appeared that the emergency backup battery failed the load test resulting in the faults.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.